Event description:
Caller reported that pump's quick bolus and wake button was difficult to press, requiring multiple attempts to activate the screen. No adverse impact to the customer's blood glucose levels was reported. Customer was instructed on pressing techniques and confirmed pump turned on, but button remained difficult to use. Technical support decided to replace the pump, confirming warranty status and arranging shipment. Customer planned to use multiple daily injections as a backup therapy and understood the process for returning the faulty pump.